Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a high blood glucose level. The customer states her sugar was running high, due to old insulin. Trouble shooting was performed and noticed the customer had missed two calibrations due to the high blood glucose. The customer was advice on proper calibration technique, to change the insulin vial. The customer blood glucose level 414 mg/dl. The customer mentioned that everything was fine after the vial change.